Event description:
It was reported that the ventilator stopped ventilating during use on a patient, and it displayed a "restart ventilator" alarm message on the screen. There was no patient harm. (B)(4).

Manufacturer narrative:
Further information about the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Manufacturer narrative:
The investigation of the complaint has been completed. It is based on an evaluation of returned device logs and an investigation of the returned monitor printed circuit (pc) board. A system shutdown and startup event on the reported date of event, while on patient, was found in received device logs that may be connected to the reported "restart ventilator" issue. Log entries indicate that this was a monitor restart event where ventilation will continue with set parameters. Simulated test use ventilation did however not confirm the problem. Several pre-use checks succeeded and simulated use test ventilation ran for five days without any deficiency noted. When a monitor restart occurs during ventilation and the audiovisual alarm "restart ventilator" appears, the ventilator becomes unresponsive to input but the system still continues to ventilate with current parameters. Due to the absence of displayed parameter values and ventilation curves, the user may perceive the situation as a stop of ventilation. The conclusion is that the monitor pc board was the cause to the reported issue. It may be caused by a hardware failure on the returned monitor pc board, but this could not be confirmed.